Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0374n, implanted: (b)(5) 2012, product type: lead.

Event description:
The consumer reported that she wanted to know if she would have surgery to have the implantable neurostimulator (ins) removed. The patient went to the hospital to get a CT scan and lab testing due to the possibility of a stroke and a urine test was done. The patient was diagnosed with a bladder infection from the urine test. When she got home from the hospital, she had a red mark at the ins site which turned into a bruise. The patient had no falls or trauma. The red mark that turned into a bruise was later diagnosed as shingles. The stimulation was on when she got home from the hospital and it was tingling all the way down to her feet. She turned it down and it did not feel any better so she turned stim off. With stim off, she still had the pain and tingling. Additional information from the consumer reported when turning on her stimulator, she had to shut it down right away because it was causing pain. The patient thought the stimulator was damaged. The device was hurting and tingling down to her feet. The patient could not poop without the stimulator being on and with program she could pee. She thought it stared when she went to the emergency room (ER) and had a CT scan and it was not till the next day she knew there was something wrong. The patient had been trying to see a doctor and had been to the ER 4 times the week prior to report. It was also noted that if she took hydrocodone, she could not pee. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the health care professional reported that the cause of the uncomfortable stimulation remained unknown. The manufacturing representative made adjustments to the device and the patient thought this would help.

Manufacturer narrative:
Correction: the supplemental information reported in MDR 3004209178-2015-22287 should have been (B)(6) 2015 (not (B)(6) 2015).